Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings:during investigation, the pump powered on to a dim and discolored display. Additionally, the battery compartment was found to be cracked. Unrelated to this issue, evaluation revealed the pump case was cracked near the top left corner of the display lens. There was visible moisture corrosion in the battery compartment. A leak test failed due to a battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the display was dim/discolored .this report is made based on results of investigation completed on 08/12/2016.